Event description:
A 37-yr-old white female, who underwent silicone gel implantation in 1988, was admitted for explantation and capsulectomy. The pt has periprosthetic capsular contractures with pain and discomfort.